Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention (pci) for a target lesion located in the coronary artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during procedure the shaft broke when attempting to advance into the catheter. The procedure was completed with another of same device. The device was removed with no patient complications reported.